Event description:
Zoll AED 3 sn: (B)(6) acquired (B)(6), 2023 as new unit. Unit passed all monthly self tests until (B)(6), 2023. Unit then began flashing and unable to boot. Batteries removed, unit does not power on or boot up. The display screen flashes white and black like a strobe light when batteries inserted. Zoll corporation failed to properly repair the unit after receiving it for repair. Request that FDA begin investigation into zoll quality, repair facilities, battery packs and failure rates of these devices and consider recalls and sales halt pending investigation. AED's are lifesaving technology. They are relied upon in emergency situations. When they fail spontaneously and unexpectedly, they should be removed from sales until made reliable.